Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown, ubd:, UDI#. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having intermittent no input detected on both the staff and surgeon monitor screens. There was no patient involvement.